Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8336-50, serial: (B)(4), batch: 7047366.

Event description:
It was reported that the patient had inadequate stimulation. All components were explanted and were not returned.